Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both segments. The optic is nicked/chipped and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens had scratches". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both segments of iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens was noted to have scratches. The procedure was completed that day. Additional information has been requested.